Event description:
Iit was reported via service report that the scale was inaccurate due to load cell damage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.